Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported vibrations persistent at the rib cage 5-6 times a day. It was noted the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed. Nine days later it was noted the lv lead was reprogrammed again due to phrenic nerve stimulation. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.